Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the unit was producing a noisy image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that fluid invasion on the light guide plug, compromising the connection, caused the reported failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope was producing a noisy image. There was no patient involvement during this event.